Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states the infusion sets are not sticking enough and insulin is leaking through the adhesive. Customer believes the adhesive is defective. No adverse event reported. A request was made for the return of the device.